Event description:
The lay user / patient contacted lfs (B)(4) on (B)(4) 2012 alleging that her horizon meter would not power on. A medical surveillance specialist (mss) sent follow up questions and obtained the following information. The patient claimed that she had used the meter for approximately 5 years. She claimed that the meter displayed a battery symptom for about a week. The alleged issue with the meter started on (B)(6) 2012. The last reading the patient had obtained on the meter was on (B)(6) 2012 at 6:30am; however, the patient does not recall the reading. The patient continued to take her diabetes regimen on a regular basis when the meter was not working. The patient did not have another meter to test her blood glucose in the meantime. On tuesday, (B)(6) 2012 the patient ate a meal and did not feel well; therefore, she took a higher dosage of her oral medication. She takes amaryl 4 /1 pill in the morning and metformax 1000 3 times a day. She took a higher dosage of medication because she was not feeling well and had been previously given this advice by her physician. After eating she developed symptoms of feeling sweating, frequent urination and high blood pressure. The patient self-treated with oral medication and felt better 1.5 hours later. A normal blood glucose reading for the patient is between 130mg/dl- 140mg/dl. The patient claimed she had control solution; however, was unable to find it at the time of the call. There was no misuse of the product. The patient was using the correct vial of test strips. The meter did not power on by pressing the power button. The product was replaced. The complaint is being reported since the patient alleged that due to the meter not working she developed symptoms suggestive of a serious injury and had to self-treat.

Manufacturer narrative:
Follow-up # 1 ((B)(4) 2013)-device evaluation: the meter involved with this complaint has been returned on (B)(4) 2013 and evaluated by product analysis (pa) on (B)(4) 2013, with the following findings: the meter was found to turn on, the primary complaint was not confirmed. The meter was found to function properly. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.